Manufacturer narrative:
Exact date of event is unknown. (B)(4). Evaluation, conclusions: off-label, unapproved, or contraindicated use (neck was 130degrees and the neck diameter was <(><<)>19mm).

Event description:
Additional information: neck angulation was one of the cause, but the device was implanted vertically, not along with the curvature of the neck. Because of the neck angulation, targeted area was resistant to straight stent graft. The physician had to push up the delivery system to implant the device. The physician thinks that this neck angulation pushed back the stent graft as the time passed and caused the migration and endoleak. To resolve the endoleak, another manufacturer¿s stent grafts were implanted; however, the endoleak could did not resolve. The patient was converted to open surgery. The physician attempted to use surgical felt; however this procedure failed due to adhered tissue around the aorta. The physician tried to avulse, but it was not possible. No further treatment was attempted and the procedure was closed. The physician is monitoring the patient and exploring future options.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm. The patient was being treated for a 55 mm in diameter and 120 mm in length abdominal aortic aneurysm. The proximal neck was 14 mm in diameter and 15 mm in length. The left common iliac artery was 10 mm in diameter and the right common iliac artery was 11 mm in diameter. The right external iliac artery measured 5.4mm in diameter and the left external iliac artery measured 6mm in diameter. There was severe tortuosity. Neck angle: angle of 130 degrees. It was reported that at the index procedure there was no significant issue. The patient had severe tortuosity, but the relevant device was implanted linearly against the curvature. It was reported on an unknown date at the patient¿s 2-year post-operative follow-up a type ia endoleak was confirmed, which might be caused by migration at the proximal side. The date for intervention is not set. The physician commented that a migration was confirmed, which might have been caused by the fact that endurant was pushed up for implant.